Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up, the platinum handpiece had metal shavings in the suction, where the suction is attached. A back up device was available to complete the procedure. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection was performed using a scope/camera head assembly and unknown substance found in suction tube and small pieces of metal shavings were also noted in the suction tube. A functional evaluation was performed on the returned device and no problem was found during testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a failure to follow instructions. Factors that could have contributed to the reported event include improper sterilization practices. No containment or corrective actions are recommended at this time.